Manufacturer narrative:
Evaluation summary: the control module was returned to the analysis site due to reports of l3-021 errors. The analysis site found taht the control module's vso caused the unit to display l3-021 errors. The site replaced the vso to correct the complaint. The control module was serviced, then functionally tested, and was found to operate properly.

Event description:
It was reported by the affiliate prior to a breast biopsy procedure, that frequently popped up "l3-021" error message. There was no adverse patient consequence.